Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to communicate between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message did not observed. An extended investigation was performed. Visual inspection has been performed on returned sensor and no issues were observed. Attempt to communicate between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message did not observed. The communication between returned sensor and known good reader indicates that there is no issue of communication with the sensor. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer experienced loss of consciousness, hypoglycemia, stuttering, confusion, and unable to sleep. The customer was unable to treat self and was provided with glucose gel and food as treatment for hypoglycemia from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer experienced loss of consciousness, hypoglycemia, stuttering, confusion, and unable to sleep. The customer was unable to treat self and was provided with glucose gel and food as treatment for hypoglycemia from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.